Event description:
Customer emailed stating that they had a mattress that delaminated.

Manufacturer narrative:
Upon review of the pictures sent from the customer, the entire urethane cover bubbled up and peeled away exposing the inside of the mattress cover. A new mattress was shipped out to the customer. This problem has been assigned to CAPA (B)(4) and a f/u report will be submitted upon completion of the corrective action.